Event description:
The field service rep (fsr) reported during preventative maintenance (pm) of the device, the cooler heater would not heat properly. Since this event was during pm, there was no pt involvement. Investigation in process, but not yet completed.

Manufacturer narrative:
After investigating problem, the field service rep (fsr) discovered that the water was flowing in the large tank during heat mode.